Manufacturer narrative:
.

Event description:
Additional information received reported that patient's 30 day follow up showed 70 percent of patient's false lumen had thrombosed; there was very little false lumen filling. The patient is be monitored.

Manufacturer narrative:
(B)(4). Review of pre-implant CT's revealed that the patient had a type b dissection beginning just caudal to the lsa and extending distally to the abdominal aortic bifurcation. The false lumen was extensively lined with calcification along most of the dissection length. The ascending thoracic aortic diameter measurement was noted as 37 - 40mm, the proximal descending thoracic just distal to the lsa was 43 - 55mm, the mid-descending thoracic was 26 - 36mm and the distal descending thoracic was 14 - 27mm in diameter. The cause of the reported false lumen perfusion could not be determined from the films provided. Images during and post-implant were not available for return and review. It appears likely that this was anatomy related; lack of sufficient proximal seal length due to the dissection entry tear near the take-off of the lsa.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200 mm in length type b dissection. It was reported that after the physician implanted the 38x38x150 valiant device then a 38x34x150 the false lumen was still filling from a proximal type I endoleak. The entry tear was at the level of the lsa and the tear wasn't completely excluded with the endograft. The physician stated that he thought the false lumen was filling later with the stent graft in place and the contrast was not as dark. The patient will be monitored. The physician stated that the cause of the event was due to anatomy; entry tear at the take-off of the lsa, no room to seal. No additional clinical sequelae were reported and the patient is fine.